Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on anastomosis, the jaws were unable to be opened to remove from the tissue. There was difficulty removing the stapler from the cavity. The anvil detached from the stapler. Thirty minutes was added to the procedure due to the issue. A flexible scope was done and a grasper was used to remove the anvil. There was no patient injury.